Event description:
Boston scientific received information that there were variable lead impedance measurements noted. As a result, the patient was seen in the clinic and an x-ray was performed, confirming this left ventricular (lv) lead was fractured near the subclavian area. The physician electrically modified the device and plans to monitor the patient without the use of the lv lead.

Manufacturer narrative:
All available information indicates that the lead is not in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this lead was surgically abandoned.